Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 28 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was dilatation of the proximal portion of the aortic neck with distal migration of the stent graft, and a type I endoleak is present. An angiogram at the time of migration showed that the right renal artery is slightly higher than the left renal artery, and that there is significant tortuosity and angulation of the proximal aortic neck, which measures 27.6 mm by ivus. The distance from the lowest renal artery to the top of the aortic stent graft is approx 3 cm. The infra-renal aorta is relatively normal for a distance of approx 2 cm below the left renal artery. The stent graft has become somewhat angled due to the migration; however, the bifurcated stent graft and the iliac limbs are widely patent without evidence of flow-limiting stenosis. An intervention is planned. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Evaluation: results: endoleak, graft migration. Aortic neck angulation and dilatation. Conclusion: aortic neck angulation and dilatation.